Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / left coil had perforated her tube"), device expulsion ("migration of essure device location of device: uterus"), uterine haemorrhage ("bleeding like menstrual period after essure removal"), endometriosis ("endometriosis stage 2") and genital haemorrhage ("bleeding") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included premenstrual cramps, nickel sensitivity, pelvic adhesions and endometriosis. In 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2009, the patient experienced rash ("rash"). In 2011, the patient experienced tooth loss ("tooth loss"), migraine ("migraines") and headache ("headaches"). In january 2015, the patient experienced cystitis interstitial ("infection (bladder/ urinary tract/vaginal) type: interstitial cystitis") and vaginal discharge ("discharge with odor/vaginal discharge"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), pain ("lower body pain"), allergy to metals ("nickel and gold sodium thiosulfate allergy") and abdominal pain ("left side pain"). The patient was treated with vicodin, surgery (bilateral salpingectomy on (B)(6) 2015, surgery (bilateral salpingectomy) and surgery (lasered it off). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, rash, tooth loss, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain was resolving and the device expulsion, uterine haemorrhage, endometriosis, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, cystitis interstitial, vaginal discharge, migraine, headache, pain, allergy to metals and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, cystitis interstitial, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, rash, tooth disorder, tooth loss, urinary tract disorder, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 10-mar-2010: full occlusion of fallopian tubes. Pathology test - on 25-aug-2015: fallopian tubes with a small paratubal cyst. Ultrasound scan - on 13-may-2015: no uterine pathology. Nickel allergy teat was done prior to insertion of the essure and was noted to be negative. On 25-aug-2015, findings revealed the patient had a normal appearing uterine cavity by hysteroscopy. There was no evidence of the previously placed essure device hysteroscopiclly. There were no polyps, myomas or adhesions. At laparoscopy, the patient had evidence of bilateral essures with rigidity of the proximal portion of the fallopian tube. There was no evidence of hydrosalpinx on either right or left side and there was stage-ii endometriosis and pelvic adhesions involving the left ovary stuck to the pelvic side wall on the posterior cul-de-sac and left ovarian fossa. There was no cyst on the ovaries. There were no myomas. Anterior abdomen appeared normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media reports received. New events added: abdominal pain, metal allergy, uterine bleeding and endometriosis. Vicodin added as treatment drug. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("bleeding") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included premenstrual cramps, nickel sensitivity, pelvic adhesions and endometriosis. In 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2009, the patient experienced rash ("rash"). In 2011, the patient experienced tooth loss ("tooth loss"), migraine ("migraines") and headache ("headaches"). In january 2015, the patient experienced cystitis interstitial ("infection (bladder/ urinary tract/vaginal) type: interstitial cystitis") and vaginal discharge ("discharge with odor/vaginal discharge"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and pain ("lower body pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, rash, tooth loss, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain was resolving and the device expulsion, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, cystitis interstitial, vaginal discharge, migraine, headache and pain outcome was unknown. The reporter considered back pain, bladder disorder, cystitis interstitial, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, rash, tooth disorder, tooth loss, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 10-mar-2010: full occlusion of fallopian tubes. Pathology test - on 25-aug-2015: fallopian tubes with a small paratubal cyst. Ultrasound scan - on 13-may-2015: no uterine pathology. Nickel allergy teat was done prior to insertion of the essure and was noted to be negative. On 25-aug-2015, findings revealed the patient had a normal appearing uterine cavity by hysteroscopy. There was no evidence of the previously placed essure device hysteroscopiclly. There were no polyps, myomas or adhesions. At laparoscopy, the patient had evidence of bilateral essures with rigidity of the proximal portion of the fallopian tube. There was no evidence of hydrosalpinx on either right or left side and there was stage-ii endometriosis and pelvic adhesions involving the left ovary stuck to the pelvic side wall on the posterior cul-de-sac and left ovarian fossa. There was no cyst on the ovaries. There were no myomas. Anterior abdomen appeared normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received. New events added- bladder or urinary problems or changes, dental problems, dyspareunia (painful sexual intercourse), fatigue, infection (bladder/ urinary tract/vaginal) type: interstitial cystitis, discharge with odor/vaginal discharge, migraines, headaches, migration of essure device location of device: uterus, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), back pain and lower body pain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pain"), rash ("rash") and tooth loss ("tooth loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, rash and tooth loss was resolving. The reporter considered fallopian tube perforation, genital haemorrhage, pelvic pain, rash and tooth loss to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2017: FDA evaluation codes corrected following internal review. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report